Event description:
Product failure. Chemotherapy leak caused by a defective product. A leak developed between the metal catheter and the plastic housing of the huber mediport access device causing chemotherapy to come into contact with the pt's skin under the occlusive dressing. No permanent damage or harm to the pt. Pt instructed to wash cloths/bedding in a regular laundry cycle and wash affected skin with soap and water. Product tested with normal saline at the office. Leak at the metal/plastic junction confirmed. This has been an ongoing problem with this product and we have had several other samples we received from the company leak in a similar manner. We no longer use this product in our office. Dates of use: (B)(6) 2011. Reason for use: colon cancer.